Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿factors associated with noninfectious fever after en dovascular aortic aneurysm repair nana p, spanos k, dakis k, karathanos c, kouvelos g, giannoukas a  journal of endovascular therapy 2022, vol. 29(5) 739¿745. Https://doi.org/10.1177/15266028211065966. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿factors associated with noninfectious fever after endovascular aortic aneurysm repair¿. The time frame of this study was over a three year period. 268 patients who underwent elective evar were included in the study. The mean aneurysm diameter was 59.1±12.1 mm. Endurant stent grafts and non mdt stent grafts were implanted. The following adverse events were reported; infection, fever, myocardial infraction, acute kidney injury, atrial fibrillation  no further information was provided pertaining to medtronic products.